Event description:
The hcp reported that the pt underwent repositioning of his enterra device due to erosion at the pocket site. The hcp confirmed that the pt experienced incisional wound opening and erosion at the pocket site. A culture was not obtained but the device was repositioned and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.